Manufacturer narrative:
The remaining single-use laryngoscopes from the same lot as the one used during the reported event were returned to verathon for evaluation along with the customer's glidescope core monitor and glidescope core quickconnect cables. A verathon technical service representative (tsr) evaluated the returned devices but was unable to confirm the reported failure. When connected to verathon's test equipment, no image issues were observed with the laryngoscopes. The tsr wiggled the connection points, manipulated the cable, unplugged and re-plugged the blades multiple times, and tried each laryngoscope on both connection ports of the monitor. Next, the customer's cables and monitor were used with test laryngoscopes and no issues were found. The customer's single-use laryngoscopes, cables, and monitor passed verathon's device functionality testing. It is unknown if the specific laryngoscope used during the reported event was returned to verathon for evaluation. Upon completion of verathon's device evaluation, the single-use laryngoscopes were scrapped due to the customer already receiving replacements. The cables and monitor were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for ongoing trends.

Event description:
A customer reported while intubating a patient, using a glidescope spectrum single-use qc hyperangle s4 laryngoscope, the image was glitchy and going in and out. The doctor reported switching the cable during the procedure but continued experiencing similar problems. No delay in the procedure or harm to the patient was reported. After successfully intubating the patient following the reported incident, the facility did further troubleshooting and isolated the issue to the single-use laryngoscope.